Event description:
A crack was noted on the base unit (a2101) when the biomedical engineer department was trying to change the position (left and right) of transitional member after the 6 inch transitional member could not be disassembled. The unit was not in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.